Event description:
The customer reported to olympus that the 200 micron tfl single use fiber does not work, when installed the aiming beam was not functioning. The event occurred during installation for a therapeutic procedure. There was no patient harm associated with the event. The device was evaluated, and it was found that the fiber was severed at the fiber-ceramic ferrule connection. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the fiber being severed at the fiber-ceramic ferrule connection due to a significant force being enacted on the laser fiver connector on a solid surface, there were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a significant force being applied to the connector end of the surgical fiber. Olympus will continue to monitor field performance for this device.